Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pulse generator product ID: addrs1, implanted: (B)(6) 2011; implantable pacing lead product ID: 4965-25, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was oversensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.